Manufacturer narrative:
Product ID: 3888-28, lot# j0225319v, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4). Analysis of the patient¿s lead found that ¿all conductor wires were broken 11 cm from the proximal end.¿ it was noted ¿all circuits were open.¿ note: the patient's implantable neurostimulator (ins) remained implanted at the time of report and was not evaluated.

Event description:
(B)(4): it was reported the patient ¿got in a car accident." It was noted there were ¿??? - impedance issues.¿ it was noted there was no patient death or injury and that the patient ¿recovered without sequela¿ after the lead was removed.